Event description:
Patient reported that when she woke up her blood glucose was about 400 mg/dl. She gave a correction bolus (dosage not reported), but after an hour her bg measured "high" (>500 mg/dl). She went to the emergency room at the hospital where she works to get insulin. She needed fluids as well.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported therefore no qualification record review was possible. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."